Event description:
It was reported that a 71-year-old male patient born on (B)(6) 1954 needed to undergo neurosurgical craniotomy. The patient's blood pressure was unstable and required close monitoring. The doctor punctured the artery for the patient and connected a pressure sensor, but the pressure sensor leaked, and the arterial blood pressure was not displayed. A new pressure sensor was immediately replaced, and monitoring was completed. A sensor quality issue was considered. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.